Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon with drawal difficulty occurred. The physician successfully direct stented a taxus liberte 2.5x12mm drug eluting stent to the nontortuous obtuse marginal circumflex (cx) artery. During balloon deflation, the physician faced a resistance while withdrawing the balloon and found it was stuck on the stent struts. The physician then applied slow continuous negative pressure more than once and inflated it again, but the balloon was still stuck to the struts. The physician repeatedly inflated and deflated the balloon for five minutes and was finally able to wsithdraw the balloon. Additional info regarding this event has been requested. No pt complications occurred. Pateint status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has been received for analysis, however, additional testing has not been completed at the time of this report.